Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese, or its employees that the report constitutes an admission that the product, depuy synthese, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
When attempting to attach the actis size 7 broach to the matta broach handle intra-op, the broach would not attach to the handle. The broach was attempted to be attached to different handles, however it would not attach to any. The surgery was not delayed due to the reported event.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary when attempting to attach the actis size 7 broach to the matta broach handle intra-op, the broach would not attach to the handle. The broach was attempted to be attached to different handles, however it would not attach to any. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned sample revealed that actis broach sz 7 found circular scratches around the post. Additionally, the edge of the post section is nicked and bent downwards. No other issues were identified. The inability to fully assemble the broach and the handle can be attributed to the bent, nicks, scratches observed on the broach device. Damages observed an be attributed to unintended use error, cause by a combination of heavy usage and due to the taper not being seated all the way into the mating device before usage. A dimensional inspection for the actis broach sz 7 was not performed as it is not applicable to the complaint condition. A functional test was performed with the mating broach handle (952210500f), and several attempts to assemble resulting in the device do not fully assemble as intended. The complaint condition was able to be replicated. The overall complaint was confirmed as the observed condition of the actis broach sz 7 would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended user error. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.